Manufacturer narrative:
Concomitant product(s): d314drg ICD, implanted: (B)(6)2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the high voltage right ventricular coil and the superior vena cava (svc) coil on the right ventricular (rv) lead displayed a high spike in impedances simultaneously and then returned to normal. The lead was replaced. No patient complications have been reported as a result of this event.